Event description:
It was reported that a user of the ilet experienced fluctuating glucose with perceived low glucose episodes, while reports showed only a few values below 70 mg/dl; the user¿s caregiver reported treating when glucose was 120 mg/dl and trending down, often postprandially, and had begun announcing less than the full meal amount, which was explained as potentially increasing bolus delivery and contributing to subsequent lows. Investigation included review of available reports and user interview. Further investigation of this case revealed user technique and treatment practices that could contribute to hypoglycemia, with comorbid gastroparesis noted as a potential contributing factor. Symptoms included low glucose. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education, including assignment to additional training. It was concluded that, based on previously established findings for similar reports, the cause of hypoglycemia was unclear and that further management should be coordinated with the healthcare provider and trainer. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.